Event description:
It was reported that the procedure was aborted. An angiojet solent dista was selected for a peripheral intervention procedure treating a lesion below the knee. The catheter was not able to pass the priming process and was found to be leaking into the console drawer. Another angiojet catheter was not available therefore the procedure was cancelled. The patient was given anticoagulation medication and brought to the intensive care unit (ICU) for monitoring. A few hours later there was still residual thrombus. The physician intended to continue the procedure at a later time

Manufacturer narrative:
Device eval by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet solent dista catheter. The pump assembly, effluent/supply line, shaft, tip and spike line were visually examined for damage or any irregularities. The shaft showed a kink located 136.5cm from the tip. Functional testing was competed. The pump was inserted into the ultra drive unit console. The pump and device primed and ran as designed for 120 seconds in the thrombectomy mode. The devices pressure was within the normal range. No leaks were noticed during testing. Inspection of the remainder of the device, apart from the observed damage showed no damage or irregularities.

Event description:
It was reported that the procedure was aborted. An angiojet solent dista was selected for a peripheral intervention procedure treating a lesion below the knee. The catheter was not able to pass the priming process and was found to be leaking into the console drawer. Another angiojet catheter was not available therefore the procedure was cancelled. The patient was given anticoagulation medication and brought to the intensive care unit (ICU) for monitoring. A few hours later there was still residual thrombus. The physician intended to continue the procedure at a later time.